Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and was reported to have spent a week in the intensive care unit (ICU). The patient was treated with gentamicin and other unspecified drugs (dosages and frequencies not reported) delivered through their pd solutions. It was found through this treatment that the patient had toxicity to gentamicin. The cause of the peritonitis was reported as constipation but this cause was not medically confirmed. Therefore, the cause of peritonitis was determined to be unknown. The patient recovered from the peritonitis on an unreported date. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date was unknown; however it was reported that the peritonitis occurred five years prior to the date of the report. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.